Event description:
On 12/03/2007, the patient reported that 2-3 weeks ago his blood glucose was elevated to 400-500 mg/dl. His normal blood glucose range is 160-170 mg/dl. He stated that he had an appointment to see his physician and the patient stated that he feels the elevated blood glucose is due to acid reflux. He stated that when his acid reflux is not under control, his blood glucose is also out of control. He stated that he believes his infusion device is functioning properly. Upon follow up a week later, the patient stated that he was doing better and he took "piles of insulin" to lower his readings. The patient's physician stated that the elevated blood glucose could be a result of stress, eating habits, or medication. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.